Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and observed that the device took three attempts before it would power on. After replacing a non-related part, the device was unable to power on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the customer's device, however a potential part to repair the device, the power pcb assembly is unavailable. Therefore, the device was returned to the customer unrepaired. Physio-control was unable to determine the root cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.